Manufacturer narrative:
Investigation summary: bd bawal received 2 samples from customer facility for investigation. The samples were investigated & analyzed for liquid present inside syringe as foreign matter. 200 retention samples of lot# 17c0771 had been visually inspected, all samples found in good condition with no foreign matter in syringe. The complaint history for the lot# 17c0771 was reviewed and no complaint was recorded for the reported defect ¿foreign matter. Dhf was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 17c0771. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. Customer return photo & samples showed the evidences of presence of clear liquid inside syringe (0.5ml) as foreign matter. The team reviewed the customer return samples, and confirmed that foreign matter present on barrel is the clear liquid inside syringe. Through litmus test it was verified the liquid is neutral in natuer (neither acidic not basic) and seems to be water, however chemical analysis of the liquid was not possible due to very less quantity available i.e. Only 1ml (0.5 + 0.5). During the assembly process, the design of the track is as such it ensures the plunger is pushed down to bottom end of syringe. The assembly process design ensures that syringe with any foreign liquid cannot be packed in unit pack. Throughout the process molding, assembly & packaging no liquid is used in the process. Also, there is no evidence of defective sample with intact packaging which does not confirms the presence of liquid in packed product. It is considered as isolated case and any probability of occurrence should be exceptional. The exact root cause is not identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was a ¿foreign substance¿ found inside a bd emerald¿ 3ml luer slip syringe with needle prior to use. There was no report of injury or medical intervention.